Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to confirm missing segments/partial display, off no power alert, low battery alert and unable to perform any tests due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected battery power loss and missing segments/partial display. The customer¿s blood glucose level was 277 mg/dl at the time of the incident. Troubleshooting was performed. Customer tried several batteries but the issue reoccurred. The insulin pump will be returned for analysis.